Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 475 mg/dl. Customer¿ other blood glucose was 250mg/dl. The customer was treated with insulin pump and did not remember how much insulin he used to get his blood glucose down. Customer declined to troubleshot for high blood glucose level. Customer also stated insulin pump had a sensor updating or sensor glucose value not available alert. The insulin pump will not be returned for analysis.